Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was only performed during startup and not as recommended every two hours. The logfile shows one successfully performed treatment. The reported patient interface with the serial number was used for the patient's left eye. The treatment was aborted by user before the procedure. The surgeon pressed the foot pedal and stopped the suction process and cancelled the procedure due to difficulty in achieving valid suction values. The user restarted the treatment with a new patient interface, but it was canceled again by user prior to procedure. No technical root cause was identified as the product was found to be within specifications. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported suction loss (unknown timing) with a patient interface (pi) during laser procedure.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).